Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 597 mg/dl at the time incident. The customer¿s current blood glucose level was 397 mg/dl. The customer reported that quick release was not locking into place which was causing high blood glucose level. The customer reported drive support cap was normal. The insulin pump will not be returned for analysis.